Manufacturer narrative:
Date of event: (B)(6). Date of report: 21aug2019. The service engineer (se) inspected the device and replaced the overlay power switch. The device was tested and returned to full functionality. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the alarm led fail. The device was not on a patient at the time of the reported issue.